Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that the insulin pump stopped working and alarmed a battery out limit during normal use, the screen went black. Customer's blood glucose was 364 mg/dl. Customer treated his high blood glucose with insulin injections. After troubleshooting, customer was advised to monitor the insulin pump. Customer will not be returning the device for analysis.